Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous glucose results for three patients. Customer stated that the instrument generated a "reaction noise" error flag after running the first patient sample. After assisting customer with troubleshooting the instrument, the customer technical specialist generated a service request and advised customer to disable the glucose module. While troubleshooting, customer found a partial clot in the modular chemistry sample probe. After customer changed the probe and reran the samples, the instrument generated results within normal range. Customer stated that patient treatment was not affected by the erroneous results. After troubleshooting the instrument, the rerun yielded normal results, which were reported outside the laboratory.

Manufacturer narrative:
(B)(4).